Event description:
It was reported that the pump was taking longer to charge than before. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.